Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. No issues related to these complaints were recorded while producing these batches. No qns were issued as well except for batch 7206974 there was an issue with missing print and product was scrapped, however without photos or samples we are unable to determine if this was the cause of the customer¿s complaint.

Event description:
It was reported with the use of the bd luer-lok syringe there was an issue with foreign matter, damaged product and volumetric inaccuracy. There was no report of injury or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7170626, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-19. Medical device lot #: 7170627, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-19. Medical device lot #: 7179892, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-28. Medical device lot #: 7179894, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-28. Medical device lot #: 7179896, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-28. Medical device lot #: 7179900, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-28. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ luer-lok syringe there was an issue with foreign matter, damaged product and volumetric inaccuracy. There was no report of injury or medical intervention.